Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the leadless implantable pulse generator (ipg) was placed, the physician slowly started to remove the tether and felt resistance when it was about half way out. Prior to that the physician noted a fair amount of friction. The physician then tried to advance the delivery stem back up to the device but at that point the device became dislodged. The physician had to use a snare to successfully retrieve the device. A new delivery system and device were used, and a new device successfully placed event free. No patient complications have been reported as a result of this event.